Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that after the catheter was placed and the user was injecting the contrast, a rupture occurred and leakage was found in the catheter approximately 1cm from the catheter hub. As a result, a new kit was opened and used without issue. It was also reported that the md performed the procedure according to the instructions. There was no reported delay, death or complications to the pt.